Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided cine was reviewed by an abbott clinical engineering manager. Based on all available information, the reported migration appears to be related to procedural conditions (non-uniform expansion at full deployment). The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had moderate to severe calcification to allow for anchoring of the device. The patient had an aortic angle of 56 and the aortic annulus measurements were: perimeter: 76.9 mm, perimeter derived ø: 24.5 mm, area: 456.3 mm², area derived ø: 24.1 mm, min ø: 21.0 mm, max ø: 27.6 mm, average ø: 24.3 mm, eccentricity: 0.24/0.76. During the procedure, after releasing the last tab, the valve was noted to have migrated toward the aorta. A second 27mm navitor valve was implanted valve-in-valve to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had moderate to severe calcification to allow for anchoring of the device. The patient had an aortic angle of 56 and the aortic annulus measurements were: perimeter: 76.9 mm, perimeter derived ø: 24.5 mm, area: 456.3 mm², area derived ø: 24.1 mm, min ø: 21.0 mm, max ø: 27.6 mm, average ø: 24.3 mm, eccentricity: 0.24/0.76. During the procedure, after releasing the last tab, the valve was noted to have migrated toward the aorta. A second 27mm navitor valve was implanted valve-in-valve to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.